Event description:
It was reported that shortly after implant, the electrodes in the implantable cardiac monitor temporarily lost contact with the tissue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).